Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspections revealed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This is an interim report.

Manufacturer narrative:
UDI number: na

Event description:
It was reported that the recipient's device was explanted for a technology upgrade. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
(B)(4). The device passed the external visual inspection. The photographic imaging inspection revealed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.